Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp of a minicap transfer set was cracked which led to a leak. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a damage/crack on the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported damage was verified, however the leak was not verified. The cause of the damage could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.